Event description:
It was reported that this pacemaker system recorded alerts for false atrial tachy response (atr), signal artifact monitor (sam), and ventricular tachycardia (vt) caused by electrocautery noise oversensing during a surgical procedure. The physician mentioned that a magnet was not placed due to proximity with the surgery location. Technical services (ts) confirmed normal device function. No adverse patient effects were reported. This system remains in service.